Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. Potential causes of a loose stent are, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. No damage was noted during the inspection prior to use. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The lot history records were reviewed and there were no non-conforming material reports issued for this lot that were related to the reported loose stent. The release testing data was also reviewed. A sample from this lot passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the unit had an adequate crimp. There is no indication of a manufacturing quality issue. It should be noted that with use of the pixel, the instructions for use (IFU) (apl2052514 rev. B) states, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance of dislodging the proximal stent." And "do not advance or retract the catheter if any resistance is felt during manipulation." In this case, the moderately tortuous anatomy, the heavily calcified lesion, the attempt to implant the pixel stent distal to a previously implanted stent and the application of vibration appears to have all contributed to the failure to cross and the loose stent. However, definitive root cause cannot be determined.

Event description:
Reporting rationale: malfunction. Reporting status: a loose stent could possibly dislodge and cause or contribute to pt injury. Device issue: loose stent. It was reported that the lesion was located in the proximal circumflex and had moderate tortuosity, heavy calcification, and 90% stenosis. A 7f guiding catheter was engaged and a bmw guide wire crossed the lesion. The lesion was predilated with a 2.5 x 18 mm balloon catheter and another company's 3.0 x 20 mm stent was implanted. A dissection occurred distal to the deployed stent. An attempt was made to treat the dissection with a 2.25 x 13 mm pixel stent; however, upon advancement, it caught on the proximal edge of the previously implanted stent. Thus, a 3.0 x 15 mm balloon catheter (other company's) was advanced to post-dilate the stent, but failed to cross. Another guide wire was delivered to use a double wire technique, but the other company's balloon catheter still failed to cross. The stent was dilated at a high pressure using another balloon catheter. Then, the guiding catheter was replaced with another company's guiding catheter to provide more back-up support, and the pixel was advanced again. This time, the pixel advanced further than the previous attempt and went inside of the previously deployed stent; however, it got to a point where it would not go further even when vibration was applied. Thus, the sds was pulled back when the stent became loose on the balloon. It is unknown if the stent came loose due to coming in contact with the previously deployed stent or the calcification. The stent delivery system could not be withdrawn into the guiding catheter as the stent was not stationary on the sds balloon. Also, to prevent the stent implant from dislodging, the whole system including the guiding catheter was removed out of the vessel at once. No adverse health effects on pt occurred. No additional event or pt info is available.